Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset 23" 6 mm infusion set, with a bent cannula and persistent high glucose readings up to 300 mg/dl and alerts for values above 300 mg/dl over 90 minutes, and the user reported dislike of tubing and discomfort during sports. Symptoms included headache. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included complaint handling with troubleshooting and education, trial of contact detach infusion sets, and coordination for device return and credit through the distributor. Investigation of this case revealed infusion set performance concerns consistent with an occlusion or bent cannula leading to hyperglycemia, with cause not confirmed after troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.